Event description:
Clinical study same case as #6000089-2005-00966 434 days after a coronary artery drug eluting stenting procedure the pt experienced a reintervention. Lesion 1 was a 3.0mm 99% stenosed bifurcated mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.0x16 mm and a 2.50x24 mm drug eluting stent with a 2mm overlap in the target lesion. Lesion 2 was a 2.5mm, 90% stenosed 1st diagonal (1st diag). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. Lesion 3 was a 3.0mm, 90% stenosed poriton of the 1st diag. The physician treated the lesion iwth predilation and successfully placing a taxus express2 8.8% 3.0x 16mm drug eluting stent in the target lesion with a 2mm overlap of the previously placed a stent. There were no complications. The pt was discharged the next day on zocor, plavix and aspirin. 434 days after the procedure the pt experienced a reintervention and had a balloon angioplasty procedure of the 1st diag for in stent restenosis. The pt was discharged the next day. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probalbe".

Event description:
It was further reported that target lesion 1 was 10mm long was identified in the 1st diagonal branch with 90% stenosis and a 2.5mm reference vessel diameter. The dr treated the lesion with predilatation and placement of a taxus express 8.8% 3.0 x 16mm drug eluting stent. Residual stenosis was 0%. Target lesion 2 was 10mm long was identified in the 1st diagonal. The dr treated the lesion with predilatation and placement of a taxus express2 8.8% 2.5 x 24mm drug eluting stent. This stent was "crushed" with the previously placed diagonal stent. Residual stenosis was 0%. Cath report states that it was not initially planned to treat the proximal lad but after stent deployment there was concern that t here was still haziness in the area. Subsequently, kissing ballon technique was performed to the previously stented diagonal branches. Target lesion 3 was 20mm long and was identified in the mid lad with 99% stenosis and a 3.0mm reference vessel diameter. The dr treated the lesion wiath predilatation and placement of a taxus express2 8.8% 3.0 x 28mm drug eluting stent. Kissing balloon technique was then performed to the lad and the diagonal. Residual stenosis was 0%. Per procedure report, the pt had coronary vasospasm which resolved with intracoronary nitroglycerin. Another lesion was noticed in the distal portion of the branch off of the 1st diagonal which was dilated with balloon angioplasty. Four hundred twenty two days after the initial procedure, the pt had a positive stress test which revealed reversible myocardial ischemia involving the mid and distal anterior apical segments of the lv extending to the lateral wall as well mid and distal anterior hypokinesis. Lvef was 44%. Twelve days later, the pt presented with dyspnea.coronary angipgraphy at that time revealed lmca normal, lcx patent, lad widely patent, 99% instent restenosis of the 1st diagonal, total occlusion of the second diagonal, rca patent, lvef 60% angioplasty was performed to the 1st diagonal. Many unsuccessful attempts to deploy a cypher stent were performed. Of note, cutting balloon would also not cross. The investigator decided to leave the vessel without stenting it. Residual was 10%. The pt was discharged on aspirin and plavix.